Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer declined to provide further information.

Event description:
It was reported that ongoing, intermittent occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to address bg. The customer performed a supply change to resolve the issue and continued to use the pump for insulin therapy. Reportedly, the cartridge was in use for over 48 hours.